Event description:
Customer reported obtaining an am result however a value was not provided. Customer ate lunch. Customer passed out in the car about 1:30 -2 pm. Customer's family member took them to the emergency room. ER device = 17 mg/dl. Customer was not sure how glucose was regulated or what treatment they received, however remained in the hospital for 10 days. A request was made for return and replacement product was sent.